Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 around the battery connectors and on the back of the lcd display. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had damage. Blood glucose level of the customer was 106 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis